Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the item dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d /ie/product holds for the reported device related to the reported event. DHR, sterilization, and complaint history review could not be performed, as the subject lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the implants located in dental positions number 24, 25 and 26 failed due to a bone loss. Pain and edema, reported as a consequence of the event.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). Weight unknown / not provided. PMA/510(k) number not available. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.